Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the image sometimes had noise like sandstorm, and scope communication error b30 occurred. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the image noise could be duplicated due to connector fatigue, but b30 could not be duplicated. The inspection result reported in initial MDR was corrected. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. It was presumed that image noise and b30 error occurred because the user applied force to the connector part or the connector was fatigued due to repeated use, then the connection became unstable resulting in temporary communication instability.